Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer initially failed to open, and after restarting the pyxis, a "failed/requires maintenance" error appeared. Although the drawer later opened, it did not send a signal to the system indicating that it had opened. Upon opening, 3-4 loud clicking noises were heard, consistent with metal-on-metal contact. Multiple restart attempts were made to resolve the issue, but it persisted. As a result, medications within the drawer were not accessible. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the full height auxiliary drawer 5 was not detected closed. A field service engineer (fse) removed the back panel and found the latch sensor light was off. Inspected inseparable and confirmed the magnet was present, but the latch sensor was loose. Reassembled the latch assembly, reassembled the drawer, and rebooted the system. Latch sensor light successfully turned on, and the customer was able to recover the drawer. Additionally, fse in preventive maintenance removed back panel and cleared debris. Inspected bus wire for cut marks and found none. Reseated all bus wire connections, rebooted device and all controller board lights lit up properly. The system functioned as intended after the field service engineer repaired the device.